Event description:
The user has been wearing the device inconsistently over the summer months despite hearing very well with it on. The user has normal hearing on the contralateral ear so the parents were not concerned while she was not in school. The week of (B)(6) 2023 she wore it and it worked and the following week when she put on the processor she reported that she could not hear any sounds.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device is affected. The week of august 11th she wore it and it worked and the following week when she put on the processor she reported that she could not hear any sounds. The user has been re-implanted.